Event description:
The medical affairs spec attempted unsuccessfully to speak to the pt for more clinical info. A letter has been sent as a second attempt to reach the pt. The daughter called on behalf of the pt alleging erratic readings on the meter. The pt received a 168 mg/dl and 124 mg/dl. The pt retested and received a 120 mg/dl. After testing the pt felt confused and shaky. The time difference between the readings was within 10 mins from one another. She ate food and/or drank a beverage after attempting to use the meter. The pt contacted a medical professinal for advice and tested her blood glucose again and received 39 mg/dl. The pt visited the physician and was treated with micronase. There is no info on what the reading was on the physician's meter. The test strips that she had been using were expired. Using expired test strips can lead to false blood glucose readings. The technique of applying blood on the test strip was incorrect. She had been cleaning the meter properly and the meter passed using the check strip. The pt was sent a replacement meter and testing supplies.